Manufacturer narrative:
Per the user facility's biomedical engineer, he had not been able to duplicate the reported complaint. It was the arterial roller pump that stopped during cpb with no alerts or messages displaying on the central control monitor (ccm). The perfusionist had to restart the pump from the pump screen. Every three to four minutes the pump would stop and then need to be restarted. Per data log review: on (B)(6) 2023 the large roller pump stopped many times without an indication of why, like the start/stop button was pressed. This could also happen if the pump detects reverse rotation. If that occurs, the pump will stop and display a 'service pump' on the local pump display as reported. Nothing is logged when this happens to indicate it happened. The log showed many pump stops but cannot be used to confirm that there was a 'service pump' message displayed.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of an unknown amount. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 05jan2023 the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the arterial (art) pump stopped during a case with no alerts or errors displayed on the central control monitor (ccm), and a 'service pump' message displayed on the local interface. The pump was restarted from the pump screen repeatedly every 3-4 minutes (the pump would stop and need to be restarted). The manufacturer's clinical specialist spoke with the end user for clarification and was informed that the roller pump was not changed out during cpb, and there was no associated blood loss or delay, and that the team was close to separating from bypass when the problem occurred, so they quickly came off bypass without the need for hand cranking.